Manufacturer narrative:
A joey enteral pump (f1153725) was received for being inaccurate. The customer complaint was not verified. External visual inspection did not reveal any obvious issues. The unit was switched on and the unit powered on with no issues. The unit was connected to a brand new feeding set and allowed to run for more than 30 minutes to reach the steady state. The unit was then tested for accuracy using a calibrated measuring cylinder and a stopwatch. The formula used was water. The unit was allowed to run at 140 ml/hr for 30 minutes. The amount of water collected after 30 minutes was 70ml, which is with in the tolerance limits +-7% (+4% if using water). The unit was then additionally run for more than 7 hours to check for other issues, the unit ran with no problems. The unit was then put through eputil test; the unit passed the test successfully. No further testing was done. Root cause: no fault found. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit is running too fast and that the formula ran out about 30 minutes before it should have. The patient received the proper amount; however, in a shorter period of time.